Event description:
Patient with this implantable cardioverter defibrillator (ICD) expired, and that device involvement with the patient's death has been alleged. To date, there have been no reports that the device exhibited warning tones or shorted lead indicators associated with patient, and will not be returned to guidant for analysis.

Manufacturer narrative:
Event conclusion this device has not been returned to guidant. On june 17, 2005, guidant issued a physician communication regarding a deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august, 2004. This device was manufactured before august 2004 and is included in this population. While this device was part of the advisory population, guidant does not have information to determine that this device behaved in the manner described in the advisory.